Event description:
Healthcare professional reported that the pericardial patch was used on pt for a dura patch. One week later pt had an inflammatory reaction and developed hydrocephalus and a signicant pleocythosis in the cerebro-spinal fluid.